Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker exhibited oversensing which technical services (ts) noted likely was electromagnetic interference (emi). The patient was pacemaker dependent at the time. Ts noted it was difficult to assess how long the pauses in pacing were however at least 4 seconds long. Ts noted to discuss with the patient to source of emi. The device remains in service. No adverse patient effects were reported.